Manufacturer narrative:
Initial and final MDR (B)(4). Device 9 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula between (B)(6) 2024. The blood glucose level of the patient was 250 mg/dl which was treated by multiple daily injection. Moreover, the issue occurred with ten infusion sets and site was patient's abdomen and hip. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.